Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the health care provider (hcp) was able to aspirate the patient¿s pump reservoir but was unable to fill the reservoir. It was reported, the volumes were accurate; expected 6.5 ml¿s and actual reservoir volume was 6.0 ml¿s. It was reported when the hcp accessed the pump, ¿this first stitched through, didn't get right in, so they adjust it and got in. When I aspirated, I had some blood in the syringe, probably hit a vessel a little bit and continued to pull the rest of the medicine out of the pump, got exactly what I was supposed to get.¿ the hcp tried troubleshooting and used a second refill kit but was still unable to inject. It was later reported, the hcp was able to access the reservoir, aspirate and fill the reservoir successfully after the locked reservoir valve procedure was followed. It was reported the patient was ¿doing well¿ and there were no therapy or medical problems.